Event description:
Arcing noted from middle of esu pencil tip. Procedure stopped. Esu pad checked. Esu pencil tip changed. Charring of incision at site noted. No further problems after esu pencil tip changed.